Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the tears/damage on reported sureform 60 stapler instrument was observed during the procedure. The instrument was used three times prior to the event occurrence. No fragment(s) fell into the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Hospital did not conduct post-operative test(s) like an x-ray or ultrasound to check for remaining fragments. Patient demographics were provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform60 stapler instrument to perform failure analysis. The instrument was analyzed and found to have a torn snake wrist cover. The missing tears measured roughly .0465"- .2095". Visual inspection displayed missing fragments.

Event description:
Intuitive surgical inc., (isi) received the sureform 60 stapler instrument as a discrepant RMA. There were no allegations against the reported instrument.